Event description:
It was reported to philips that the device battery needed to be replaced. A services operations manager was assigned to be dispatched to the customer site and evaluate the reported problem. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty m4735a battery. Ordered a replacement battery under warranty. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery. A replacement battery m4735a was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device battery needs to be replaced. There was no patient involvement.